Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports non-specific issue. The unit was sent to a coviden service center for repair. Upon triage, a service tech found a damaged power cord that was cut through the jacket, exposing inner copper wires.